Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® z blood collection tubes they dont get enough serum after centrifugation. This occurred 3 times. The following information was provided by the initial reporter: they don't get enough serum after centrifugation. They let the tubes coagulate 1 hour after sampling. This happened with 3 patients. Centrifuge settings 2500 g 10 min , after centrifugation the tubes are sent to pharmacy where they separate serum for eye drops.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, red cell hang-up was observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. The customer complaint of poor serum (insufficient serum volume) was unable to be duplicated because the defect was not evident in the testing of the retained lot samples. This complaint has been confirmed for red cell hang-up because the defect was evident in the testing of the retained lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang-up. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported while using bd vacutainer® z blood collection tubes they dont get enough serum after centrifugation. This occurred 3 times. The following information was provided by the initial reporter: they don't get enough serum after centrifugation. They let the tubes coagulate 1 hour after sampling. This happened with 3 patients. Centrifuge settings 2500 g 10 min , after centrifugation the tubes are sent to pharmacy where they separate serum for eye drops.